Event description:
A lower than expected immulite 2500 om-ma (ca125) assay result was reported to the physician (19.5 ng/ml). This result was questioned by the physician and upon repeat the patient results were 4546.77 ng/ml and 18175.01 ng/ml. It is unknown if there was any medical treatment prescribed for the patient due to this discordant result. There was no report of adverse health consequences due to the discordant om-ma (ca125) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated there were multiple clot detection errors, which indicates sample handling issues. The instrument is performing within specifications. No further evaluation of the device is required.